Manufacturer narrative:
A ge oec service representative investigated and could not duplicate the malfunction noted. There was a noted error in the system log that indicated a system request for 120 kv and the system received 0kv an this may have caused the apparent lock-up. The issue did not occur. The interconnect cable was suggested for replacement and the in-house engineer was going to order and install. The system was released to the customer for use. The facility would not release any patient information with respect to this malfunction. No patient harm occurred.

Event description:
The ge oec 9800 fluoroscopy system had an occurrance of a left monitor that went blank during a procedure and initally would not reboot to correct the malfunction. This issue could not be duplicated and occurred only one time.